Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 1200 mg/dl. The customer complained of vomiting. He stated that the infusion set insertion site failure had occurred. The customer stated that he was wearing the insulin pump at the time of the event but was disconnected upon arrival. He was admitted for 6 days, and on day 5 he was allowed to resume insulin pump therapy prior to his discharge. The customer stated that he thought there was a site failure, which he thought attributed to insulin not being absorbed correctly. He advised that the event was not caused by an issue of the insulin pump or consumables. Nothing further reported.